Event description:
During 4/93, the pt was diagnosed with wolf parkinson white syndrome (wpw) underwent two radiofrequency ablations: the 1st during mid-4/93; during second ablation procedure on 5/28/93, he required his first pacemaker implant. The lead was implanted with a ventricular lead for 17 months prior to atrial lead extraction in 12/94. Pt was informed of a lead fracture. Pt said it was strongly suggested by the firm that an extraction not be done due to the high risk involved. He also said the most disturbing thing was the firm wrote a letter to drs giving statistical factors as to the risk, and the numbers they used were not accurate. The hosp reportedly took that letter and wrote a letter to its drs and included the risk factors in a letter to pts. Pt said in order to get his lead removed, he was required to undergo psychiatric consult who recommended the lead be removed. During the lead extraction procedure in 12/94, he was placed under general anesthesia to remove the lead, however, they were reportedly unable to replace the atrial lead with a new one due to the damage done from the previous procedure(s). His surgeon informed pt that he would remain with the ventricular lead source for pacing therapy. The ventricular lead was checked for proper function and was ok. His pulse maintains around 70-72. Pt had a stress test and saw the surgeon. Pt said, "I feel like I'm on only 4 cylinders instead of 8, my activity level is down, and I was a fairly active person. They have been continuously checking me and I seem to be accepting that there is now a lag time without the atrial lead between the atrium and ventricles that I now have that the atrial lead used to help the lag time and increase synchronization." Pt's insurance co reportedly refused to pay for the expenses related to the extraction procedure. He reportedly called the firm a month ago about this and was reportedly not informed he would be compensated.